Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ insulin pen needle are leaving red marks after use and sometimes leaking during administration of insulin. There was no report of serious injury or medical interventions.